Event description:
It was reported there was a pump problem. It was noted that the patient¿s pump was already at low reservoir alarm. It was reported that the patient heard the alarm go off (B)(6) 2014. It was noted that the patient did not have a managing healthcare provider. It was reported that the pump was used to infuse bupivacaine and morphine. It was later reported that the patient thought the pump was empty. It was noted that the patient was admitted to the hospital the prior thursday for pneumonia, copd and withdrawal. It was reported that the patient thought it was from the pump alarming. It was noted that the patient got out of the hospital yesterday afternoon. It was reported that the patient does not want pump removed. It was noted that the patient was ¿implanted with a pump that was recalled.¿

Event description:
It was later reported that, as of this report date, the patient's pump had been alarming for 5 weeks.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
This event was also reported under manufacturer report # 3004209178-2013-07004: [it was reported that the pump should have been close to running dry. The patient had been scheduled for a refill on the day prior to report. It was stated that the patient did not want to return to his managing physician. It was also stated that, since implant, the device had provided only ¿very minor relief¿ to the patient¿s pain. At the time of report, the patient had not fully decided what to do, but was going to ¿let it ride for a while¿. The device system was infusing morphine and an unknown drug. Additional information received reported that there was ¿nobody¿ filling the patient¿s pump as of the date of this report. The patient believed that there was still medication in the pump. The pump was not supposed to be filled again in two or three weeks.] Any additional information received will be reported under this manufacturer report number (3004209178-2014-04588). It was later reported that the patient still could not find a physician. The patient first heard a single tone alarm on (B)(6) and a dual tone alarm in early march. Withdrawal symptoms started in (B)(6). About 2-3 weeks prior to this report, the patient went to the hospital for 5 days. At the time of this report, the patient heard a dual tone alarm every 10 minutes, 24 hours a day.

Manufacturer narrative:
(B)(4).